Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the proximal left anterior descending artery. A 4.00x28mm synergy¿ drug-eluting stent was advanced and stented the lesion. An aspiration catheter was used and rewired the vessel. However, some resistance was felt as the physician was pushing the aspiration catheter in and stent deformation was noted. Another 4.0x8mm synergy¿ stent was used to mend the stent deformation and the procedure was completed. No patient complications were reported and the patient's status was stable.